Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. In-clinic evaluation was performed and it was determined that the left cylinder was swelling. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Analysis confirmed a cylinder bulge, excess air between the inner and outer tubes, as observed clinically. The second cylinder had a leak at the corner or a fold in the distal end of the cylinder as well as wear at a fold in the middle of the cylinder. The tubing of both cylinders was worn to the filament and both had leaks from wear. The pump was visually inspected, leak tested, and functionally tested. No anomalies were noted during visual inspection and the pump passed leak testing. The pump did not pass activation testing. Analysis confirmed the reported clinical observation of a bulge and identified a pump issue that may have impacted device function.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. In-clinic evaluation was performed and it was determined that the left cylinder was swelling. The device was explanted and replaced. No patient complications were reported.